Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of high intraocular pressure, conjunctival hemorrhage, gel stent fracture and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen 45 gel stent patient was implanted in the left eye. Patient was npl and the xen device "appears to have broken" and the iop of the eye remains at 42 with bleeding.